Event description:
Pt was implanted with nail and screw construct in (B)(6) 2010 for a broken tibia. Pt complained of painful screws and requested the hardware to be removed. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. Pt was not revised with any add¿l hardware. Pt¿s fracture had healed. This is 1 of 5 reports for this event.

Manufacturer narrative:
A review of synthes device history records for mfg revealed no complaint related issues. The investigation could not be completed, no conclusion could be drawn, as no product was received.